Event description:
It was reported that a lead revision was scheduled when noise was observed on the ecgs. During the procedure on (B)(6) 2012, visible conductors were observed at the proximal end of the lead. The lead was capped and the proximal end portion will be returned for analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 15cm was returned for analysis. External insulation abrasion was found between 11.7cm to 15.0cm from the end of the connector pin. The sensing conductor etfe coating was abraded at the same location. This is consistent with the observation from the field of noise when the lead was in contact with the device can.